Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid procedure, about halfway through the procedure (two and a half hours in), the tissue pad separated from the clamp arm while the surgeon was creating planes in the greater omentum. It remained in one whole piece, with no material left in the patient. Case completed with another device of the same product code.